Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed that the cone of the male luer lock (mll) of the access line was cracked. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, the arterial luer connector was observed to be broken. There was no patient injury or medical intervention associated with this event. No additional information was provided.